Manufacturer narrative:
The device will not be returned for analysis; it was disposed of by the user facility. It is not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that during a surgical procedure, the seam of the toga tore significantly on the back of the arm. It was reported that the tear was covered with adhesive drape and that the procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.